Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was 6.2mmol/l. Troubleshooting was done. Customer stated that there was moisture issue due he was out skiing. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
All of the buttons are functioning properly however, found corroded keypad traces. No button error alarm during our testing. No moisture damage was noted on the electronics assembly. The insulin pump has cracked reservoir tube lip, cracked case near the display window corners and stained end cap sticker noted.